Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced breathing problems after a drug daily dose increase on (B)(6) 2014. The patient was in the ICU (intensive care unit) on the date of this report however the device manufacturer representative wasn¿t exactly clear on the timing of the patient going to the ICU but suspected it was (B)(6) 2014. The patient had also been wearing a fentanyl patch and was used lyrica for shingles at the time of her hospitalization. The representative was also told she had other oral narcotics at home for as needed use. Upon arrival to the ICU, they began a narcan drip to mitigate the symptoms of the narcotics. The representative was called there and the dose was brought down to minimum rate that day. The status of the patient now was unknown. The patient was still hospitalized and under care of a health care provider (hcp). The patient¿s ptm (personal therapy manager) parameters were also programmed for the patient. The device system was used to deliver hydromorphone. The outcome was not provided. Additional information including the outcome was requested however it wasn¿t available as of the date of this report. If further information is reported, a follow-up report will be submitted.